Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that there were high, out of range pacing lead impedances. The sensing had dropped and the patient was sick at that time. No intervention was performed. The patient was feeling better post interrogation and will continue to be followed normally.